Event description:
Additional information received reported that there was a normal battery depletion.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type recharger, product ID 37712, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type implantable neurostimulator, product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 3708120, serial# (B)(4), implanted: 2014-(B)(6), product type extension, product ID 3708120, serial# (B)(4), implanted: 2014-(B)(6), product type extension, product ID 97740, serial# (B)(4), product type programmer, patient.

Manufacturer narrative:
Analysis of the implantable neurostimulator ins 37712 restoreultra pain, serial (B)(4) found the battery having reduced capacity due to overdischarge. The implantable neurostimulator (ins) was received with no telemetry. The ins did not sync with a patient programmer (pp). Telemetry was okay after physician mode recharge (pmr) recovery. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 29. The last significant recorded recharge session done while the device was implanted was on (B)(6) 2013. The device was recharged for 2 hours and 11 minutes. The battery charged from 3.670v to 3.740v. The parameter trend diagnostic section of the trace report shows patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2013. A normal recharge started was started manually after a physician mode recharge at body temperature with a 1cm spacer between the ins and recharge antenna. The output after pmr recovery was good and stable. The recharger had full coupling and th e ins recharged for 9 hours and 25 minutes from 2.030v to 4.005v. The ins shield/can was also found scratched.

Event description:
It was reported that the patient gained 100 pounds since implant and then was unable to communicate with the implant because of depth. It was noted that the patient was unable to recharge. It was noted that the rechargeable battery was replaced. It was further noted that at the replacement surgery the pocket was moved to the ¿least deep area¿ on the patient. It was noted that it was explanted and replaced 2014-(B)(6). It was noted that only the battery was replaced. However, it was noted that extensions were added. It was noted that the patient had been seen twice post-implant and was getting good coverage. The patient had no further complaints.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.